Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking infusion sets is confirmed and was determined to be supplier related. Twenty-one 22 g x 0.75 in. Safestep infusion sets were returned for evaluation. An initial visual observation revealed that four of the samples were returned open and showed use residue. Another seventeen samples were returned unopened in their original pouch. A microscopic observation revealed bubbles within the needle housing for all samples. All of the used samples were observed to have blood residue where the needle exits the housing. A functional testing of flushing and pressurizing the infusion sets with water was performed for all samples. Three of the used samples and one of the unused samples revealed leaks where the needle exits the housing. These findings indicate inadequate adhesive application within the needle housing caused the observed leakage. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when using the n/s to flush the tube, the base leaks. It was reported this occurred with five devices. This report addresses all five devices. No other information was provided.